Event description:
Upon return to the post anesthesia care unit (pacu) from the operating room (or), the patient began having decreased oxygen saturation (o2 sats), increased heart rate and respirations. Upon further assessment it was noted that the right double lumen central line had visible air bubble- bubble aspirated, line had good blood return. When looking closer at the central line set up, the purple 6 port "multi-port" fluid adapter was noted to have a broken blue port, open to air. Unable to locate the blue part of the adapter.